Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician; product ID: 8870, serial# unknown, product type: software. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown; product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2018 it was reported that the patient was admitted to the hospital and heard her pump making noise/¿clicking¿. Upon interrogation, the pump status showed the infusion mode was stopped. The pump was refilled on (B)(6) 2018. Per the pump logs, there was an incomplete update on (B)(6) 2018 resulting in the stopped pump infusion mode and a stopped pump may exceed tube set message logged on (B)(6) 2018. It was noted that the patient did have a CT yesterday and the patient had symptoms of increased spasticity, hallucinations, and ¿feeling ill¿. The symptoms had come on suddenly. No further complications have been reported as a result of this event.